Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Tech services reached out to the customer and it was stated that no further follow-up is needed as the end user that performed the actual draws can reach out to bd if they elect to follow-up on this.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found experiencing hemolysis after use. The following has been provided by the initial reporter: it was reported customer is experiencing high levels of hemolysis. Verbiage - one of our clients has reported unusually high levels of hemolysis.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7002860. Medical device expiration date: 2018-07-31. Device manufacture date: 2017-01-02. Medical device lot #: 7137966. Medical device expiration date: 2018-12-31. Device manufacture date: 2017-05-17. Medical device lot #: 7208936. Medical device expiration date: 2019-02-28. Device manufacture date: 2017-07-27. Medical device lot #: 7299714. Medical device expiration date: 2019-05-31. Device manufacture date: 2017-10-26. Medical device lot #: 8025501. Medical device expiration date: 2019-08-31. Device manufacture date: 2018-01-25. Medical device lot #: 8060843. Medical device expiration date: 2019-09-30. Device manufacture date: 2018-03-01. Medical device lot #: 8130673. Medical device expiration date: 2019-11-30. Device manufacture date: 2018-05-10. Medical device lot #: 8166533. Medical device expiration date: 2020-01-31. Device manufacture date: 2018-06-15. Medical device lot #: 8208804. Medical device expiration date: 2020-02-29. Device manufacture date: 2018-07-27. Medical device lot #: 8275814. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-10-02. Medical device lot #: 8298551. Medical device expiration date: 2020-05-31. Device manufacture date: 2018-10-25. Medical device lot #: 8334741. Medical device expiration date: 2020-06-30. Device manufacture date: 2018-11-30. Medical device lot #: 9029549. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-01-29. Medical device lot #: 9046983. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-02-15. Medical device lot #: 9088882. Medical device expiration date: 2020-10-31. Device manufacture date: 2019-03-29. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found experiencing hemolysis after use. The following has been provided by the initial reporter: it was reported customer is experiencing high levels of hemolysis. Verbiage: one of our clients has reported unusually high levels of hemolysis.